Event description:
It was reported that an asymptomatic patient presented in clinic with post-paced t-wave oversensing. Programming changes were made and no further issues were reported.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.